Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse did not find an active leak but noted a small amount of dried diluent in the backwash tank area, possibly due to a previous spill. The fse proceeded to replace the complete blood count (cbc) lyse float switch to resolve the low lyse error. Results: failure mode of the leak is unknown as the fse was unable to reproduce an active leak on the instrument. However, the fse discovered a defective cbc lyse float switch and the instrument generated low lyse error to alert the customer of an instrument issue. (B)(4).

Event description:
The customer reported a leak from near the vacuum chamber vc23 of the coulter lh 750 hematology analyzer. The volume of the leak was unknown but the customer indicated that the leak was contained within the instrument. The customer reported that the instrument generated low lyse error during the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.